Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during recharging of an implantable neurostimulator for pain stimulation, the controller was not working and was not charging correctly, the implant did not fully charge (only reaching about 90%), and implant charging was slow (about 1 hour to reach 30%). It was also reported that the controller turned off unexpectedly during charging, the controller battery depleted rapidly while attempting to charge the implant, the implant battery depleted rapidly while attempting to charge, and charging stopped because the controller battery became too low to continue charging the implant. The controller reportedly took a long time to find the implant and displayed ¿looking for a device,¿ the controller displayed ¿recharger needs attention,¿ and the recharger sometimes could not find the implant. The controller reportedly displayed ¿memory problem. Data has been lost. Repeat the set-up process,¿ with a flashing green light. The patient reported severe back pain, rated 10/10, and reported that the device did not seem to help much. Troubleshooting included resetting the controller with an ac power supply, instructing the patient to blow air into the controller charging port, and wiping/cleaning the recharger telemetry module pins. Device status, battery levels, and charging quality were observed on the controller display, including an instance showing 50% implant battery with excellent charging quality and another instance showing controller battery at 40% and implant battery at 60% with excellent recharging quality. The patient was redirected to a healthcare provider to address pain and was advised to continue charging, monitor, and call back if the issue persisted.